Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. It was reported that the pump emitted a cs 088-85b3 call service alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/17/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed a cs (B)(4) call service alarm on the alleged failure date. The pump was exercised for 24 hours and the prime steps were completed successfully with no duplicated alarms. The pump case was removed, and no evidence of moisture ingress or damage to the printed circuit board was found.